Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy. Customer¿s blood glucose level was 1118 mg/dl with trace of ketones. Reportedly, the customer required assistance from contacts and went to the emergency room. No additional information was provided and the customer declined further troubleshooting with tandem technical support.